Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 20 mmol/l with symptoms of extreme drowsiness. The patient visited a doctor¿s office for this alleged issue. The reporter stated that there had been loss of prime warnings with the pump. During the course of troubleshooting the reporter noted that the patient was not properly cycling the cartridge and was using cold insulin instead of room temperature insulin to fill the cartridges. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to use error of the cartridges.